Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp and could not duplicate the reported issues. The fse ran the unit on the trainer and the motor performed quietly and normally. In addition, the fse did not find any issues with the screen or display. The fse performed all safety and functional tests and the iabp passed all testing. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a noisy motor and display issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. Noise issue reported in a separate complaint.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person ¿ mfg site).